Manufacturer narrative:
An event of stenosis and valve replacement was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
In 2011, a 21mm epic valve was implanted. On (B)(6) 2021, the patient presented to the hospital with severe/moderate mitral stenosis and was hospitalized. On (B)(6) 2021, a valve in valve procedure was performed and a competitor's sapiens 3 was successfully implanted. The patient was reported to be in stable condition. No additional information is available.